Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). The hcp reported in response to the actions and interventions taken to resolve the therapy not as good as it used to be question, that they called the patient on 2018-(B)(6). It was reported they discussed making sure the device was on, increasing stimulation and changing programs if necessary. The patient was going to increase stimulation on the device and it was noted the patient was certain the device was on. If there is no change in symptoms with increased stimulation the patient will try a new program. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. In response to the question requesting what steps were taken to resolve the therapy not being as good as it used to be/urgency being worse than it was after initially getting the implant, the patient replied that it was very informative. They also said that they followed up with their health care physician (hcp) and that it went very quickly. There were no further complications reported/anticipated.

Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient the therapy was not as good as it used to be. The patient stated the urgency was worse than it was after initially getting the implant. The patient noted it was not as bad as prior to the implant. The patient asked about security scanner compatibility and noted they had gone through metal detectors at the airport and had not turned off the ins. Patient services asked if the patient was alleging the therapy changed after having gone through metal detectors and the patient stated they didn¿t know about that, couldn¿t say for sure. The patient was redirected to their health care physician (hcp) to address their symptoms. It was noted this occurred over the last couple months. There were no further complications reported/anticipated.